Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the cable was twisted and the device was out of specification on its e-field immunity functional tests, that its lens was cracked and its label delaminated. It was no longer needed by its customer and was being sent on for repair (replacement of cable, upper case and label) and service restock. (B)(4)

Event description:
It was reported that the radiofrequency programmer head originally returned a trade-in device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.